Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. No adverse event was reported. The infusion set was requested to be returned for product evaluation.